Event description:
It was reported that the care link transmission indicated a battery voltage of 2.62v and the rrt (recommended replacement time) was not triggered. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported that the care link transmission indicated a battery voltage of 2.62v and the rrt (recommended replacement time) was not triggered. The device has been explanted and replaced. No patient complications were reported as a result of this event.